Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that while downloading the pump history at the patient's health care provider's office on (B)(6) 2012, it was noted that the date and time were fast, with a date of (B)(6) 2012 and a time of 3:25am. There was no reported patient impact as a result of the alleged time and date issue.

Manufacturer narrative:
(B)(4): there were no alarms noted related to the complaint in the pump alarm history. Typical usage alarms and warnings were observed in the black box history and there was no evidence of the pump gaining time. There were several time/date resets observed in the black box history after the pump was rebooted. The pump was found to boot up to the verify screen with the appropriate auditory and vibratory alarms. The "ezprime" operation was performed with no issues noted. The pump was exercised for 120 hours and given a time accuracy test and the time/date was found to default to factory settings after the pump was powered down for an hour. The pump was disassembled and the internal battery was found to be leaking. The reported fast/gaining time was not able to be adequately investigated on the pump due to the internal battery failure issue.